Manufacturer narrative:
This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The customer received questionable high elecsys troponin I stat immunoassay results for six patient samples from the cobas e411 analyzer. Preventive maintenance was performed earlier in the day of the event. Analyzer performance testing, calibration, and qc was acceptable. The issue was discovered as the customer noticed many "positive" results. The customer changed the analyzer reagent bottles, cleaned the water reservoir, and prepared new solutions. The customer then repeated the patient samples in question. Of the data provided, only the results for three of the patient samples were reportable malfunctions. Patient 1 initial result was 0.177 ng/ml and the repeat result was 0.169 ng/ml which was reported outside of the laboratory. On (B)(6) 2018, the sample was repeated and the result was 0.125 ng/ml. The sample was also repeated on another cobas e411 analyzer at another site and the result was <0.100 ng/ml. The patient was in the emergency unit and continued to be observed. He was discharged after the "negative" result was received. Patient 2 initial result was 0.167 ng/ml and the repeat result was 0.162 ng/ml which was reported outside of the laboratory. On (B)(6) 2018, the sample was repeated and the result was <0.100 ng/ml. The sample was also repeated on another cobas e411 analyzer at another site and the result was <0.100 ng/ml. The patient underwent angioplasty and stent implantation. He remained in the "uti" with tni monitoring every six hours. After the result of 0.162 ng/ml was received and based on his thoracic pain, he was prepared for catheterization and took tridil (nitroglycerin). The patient had a headache. The catheterization was not performed because the laboratory corrected the result to <0.100 ng/ml. Patient 3 initial result was 0.177 ng/ml and the repeat result was 0.206 ng/ml which was reported outside of the laboratory. On (B)(6) 2018, the sample was repeated and the result was 0.131 ng/ml. The sample was also repeated on another cobas e411 analyzer at another site and the result was <0.100 ng/ml. The patient was in the emergency unit and continued to be observed. He was discharged after the "negative" result was received. There was no allegation of an adverse event. The reagent lot number was 295501. The expiration date was requested but was not provided. The field service representative changed the sample probe, adjusted the wash station, liquid level detection (lld), and photomultiplier. He performed a system volume check and cell blank. The calibrations and qc values were acceptable.

Manufacturer narrative:
From the provided pre-analytical information and alarm trace, an instrument related issue could be excluded a hardware or software related issue can be excluded based on the provided instrument data. The picture of the affected sample showed fibrin or gel smeared on the sample container indicating poor sample quality. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The field service representative exchanged the measuring cells, sipper, and pinch tubing. He adjusted the wash probe, performed measuring cell preparations, system volume checks, and performance testing. Calibration and quality control testing was successful. The customer performed a sample comparison 10 samples with another cobas e411 analyzer and all results were acceptable.